Manufacturer narrative:
The ventilator was investigated by our field service engineer. Upon investigation it was found that water had been collected in the patient circuit preventing flow. With new patient circuit, the ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the reported event was that the patient circuit was setup in a way that water would collect in the bend of the patient circuit and prohibit air flow. There is no ventilator malfunction.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that there was no flow from the ventilator during start-up. There was no patient involvement. Manufacturer's ref. #:(B)(4).